Manufacturer narrative:
Device evaluation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported problem was verified .bench testing reveals that the o2 (oxygen) blender is creating the non-conformance. As a resolution the o2 blender and flow valved were replaced.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned, and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the lap top ventilator 1000 is alarming low oxygen (o2) pressure when connected to 50 psi wall o2. The customer confirmed that there was no patient involvement associated with the reported event.